Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an unknown procedure, the suture of the twinfix broke. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H2: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the suture was broken off. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force). Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (investigation findings & component code).

Manufacturer narrative:
H2: corrected information in g4.

Event description:
It was reported that during an unknown procedure, the suture of the twinfix broke. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. All the pieces were removed from the patient using tweezers. The back up device was used in the originally drilled hole, so no void was left in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5 and h6 updated.